Manufacturer narrative:
Product event summary:the full lead was returned and analysis indicated no anomalies found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure due to placement difficulty. The physician was unable to get acceptable measurements when attempting to place the lead. No patient complications have been reported as a result of this event.